Manufacturer narrative:
The device was returned for investigation. Upon evaluation of the device, the soft tube coat peeling was noted. In addition, bending section cover pinhole, air leak, flexible tube wrinkle, objective lens adhesive peeling, illumination lens adhesive peeling, main body index peeling, main body paint peeling, grip cover paint peeling, ud plate paint peeling, lightguide serpentine crushing, and soft tube crushing were observed. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility reported that the oes bronchofiberscope angle wire is out. During a standard service inspection of the customer returned device, the soft tube coat peeling was noted. This report is to capture the reportable malfunction found at inspection. There was no patient harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The investigation did not reproduce the peeling of the coating on the insertion tube. A review of the device history record found no deviations that could have caused or contributed to the reported device problem. A definitive root cause for the reported issue was not established. However, it is probable that peeling occurred because the device was mishandled or subjected to stress forces. Olympus will continue to monitor field performance for this device.